Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient dob (B)(6) 1954 ((B)(6)) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and a sternotomy. It was reported that during the post use of biosense webster products when catheters were removed at end of case a pericardial effusion was noticed. A pericardial effusion was diagnosed via tee after the patient's pressure dropped. A pericardiocentesis was performed by the physician. The patient was stable at the time of the report, upon follow up the following day the patient had a sternotomy. The physician¿s opinion on the cause of this adverse event: the physician said he heard a steam pop while ablating the cavo tricuspid isthmus (cti). Upon follow up the patient was noted to have fully recovered and was sent home. Transseptal puncture performed with an nrg transseptal needle. Force visualization features used in the case were dashboard, vector & visitag. Visitag module was used, the parameters for stability were (range; time; fot; tag size) 3 mm, 3s, tag size 3mm. Fot 25%at 3g. Ablation tag index: anterior = 50w abi = 500: posterior = 50w abi = 400. Flow ramp rates were set. It was switching to high flow during ablation. The correct catheter settings selected on the generator. There were no error messages on biosense webster equipment during the procedure. The physician said he heard a steam pop while ablating the cavo tricuspid isthmus (cti). Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.